Event description:
New information states that the lead was explanted and discarded. The patient was in good condition was good post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the left ventricular lead exhibited high thresholds. The device was reprogrammed to right ventricular mode only. On (B)(6) 2015 an x-ray was performed and it was noted that the left ventricular lead had dislodged. No intervention was performed at this time. The patient was in good condition and would be monitored.